Manufacturer narrative:
Instrument was sent to customers in march 2016 and would have an new power cord as an action of fsca the instrument was returned by customer on 26/9/2021, however as of 31 may 2022 the instrument has not been recived in the 260 days since reported. The investigation is now closed as a result.

Event description:
Customer reported sparking from the as100 (the analyzer itself). There was no sparking from the power cord or the outlet. The spark occurred when the customer was touching the on/off button to turn on the instrument. The customer was using the new version of the power supply (mascot), serial number (B)(6). -no explosion. -no flaming. -no smoking. -no charring. -no burning. -no melted plastic. -no death. -no serious injury. No clinical impact as no patient involved and no adverse event.

Manufacturer narrative:
The instrument will be returned to the manufacturer for investigation.

Event description:
Customer reported sparking from the as100 (the analyzer itself). There was no sparking from the power cord or the outlet. The spark occurred when the customer was touching the on/off button to turn on the instrument. The customer was using the new version of the power supply (mascot), serial number (B)(4) with analyser serial number (B)(4): no explosion, no flaming, no smoking, no charring, no burning, no melted plastic, no death, no serious injury. No clinical impact as no patient involved and no adverse event.